Event description:
A nurse reported a system message displayed during a procedure causing the system to lock. The staff attempted to reboot the system but was unsuccessful. An alternate system was used to complete the case. There was no pt harm reported.

Manufacturer narrative:
The company representative examined the system and could not duplicate the system message reported. The system primed okay. The company representative found the system message reported in the event log. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).